Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-02286, 3005168196-2018-02288, 3005168196-2018-02289.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil) and penumbra smart coil detachment handles (handle). During the procedure, the physician advanced a smart coil through tortuous anatomy into the target vessel and used a handle to detach it; however, the smart coil failed to detach. The physician then made a few more attempts but the smart coil would not detach. Therefore, the physician opened a new handle but the smart coil would still not detach and the physician manually detached the smart coil. Next, the physician advanced a new smart coil in the target vessel but it failed to detach using the second handle. The physician manually detached the smart coil and the procedure was ended. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil) and penumbra smart coil detachment handles (handle). During the procedure, the physician advanced a smart coil through tortuous anatomy into the target vessel and used a handle to detach it; however, the smart coil failed to detach. The physician then made a few more attempts but the smart coil would not detach. Therefore, the physician opened a new handle but the smart coil would still not detach and the physician manually detached the smart coil. Next, the physician advanced a new smart coil in the target vessel but it failed to detach using the second handle. Therefore, the physician manually detached the smart coil. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. The nose cones were detached by the penumbra investigator and no foreign matter was found within the detachment mechanism. Conclusions: evaluation of the returned handles revealed that the devices were fully functional. During functional testing, the handles were tested on the handle test fixture and were within specification. The handles were undamaged and no foreign material was found within the detachment mechanism. The reported inability to detach the embolization coil was unable to be confirmed. The smart coils associated with the complaint were not returned for evaluation. Penumbra handles are visually inspected and functionally tested during incoming quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.